Event description:
An endurant stent graft system was implanted for the endovascular treatment of an abdominal aortic aneurysm. It was reported that there was a type iii endoleak and an aneurysm rupture from erosion of the aorta. The patient had surgery to remove infected spinal hardware which revealed an infection had eroded the posterior aspect of infra-renal aorta. It was also noted that the endografts were infected from the spinal hardware. There was a large leak from the previous placed endograft. The leak was temporarily sutured closed and cultures were taken from the infected area. An abdominal x-ray revealed separation of cuff and endograft. It was further reported that during procedure to remove spinal hardware patient lost a large amount of blood. The patient was transferred to the intensive care unit to recover. Two cuffs were used to seal the type iii endoleak from the previously placed grafts and the issue resolved. It was noted that the results of the culture showed pseudomonas. It was also reported that the type iii endoleak was caused by the infection, which deviated the aorta and separated the device. It was also noted that the spinal hardware was not a medtronic product. Three months later, the patient had stabilized and had their devices explanted. The patient received an axillo-femoral bypass to restore blood flow to the legs. The aortic stent grafts were removed and the aorta was ligated below the renal arteries. The patient was placed on dialysis post procedure due to either renal occlusion or stress from the surgery. It was noted that the infection had not resolved at time of explant. It was further reported that the patient passed away. The physician stated that the patient¿s infection had spread throughout their body and they had become septic. The physician thought the cause of death was due to the infection coupled with the stress of the explant surgery. The physician also stated that none of the medtronic devices caused or contributed to the infection and that it was caused solely by the spinal hardware.

Manufacturer narrative:
(B)(4).